Event description:
It was reported that the patient's implantable cardioverter-defibrillator exhibited non-sustained right ventricular oversensing due to myopotential oversensing. The asymptomatic patient presented via merlin@home. During a follow up visit the device was reprogrammed. The patient was stable throughout.